Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant during a physical exam, which was confirmed using magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 26, 2022, mentor received additional information. The patient had an explantation and replacement surgery on (B)(6) 2022 with 200cc mentor memorygel breast implants. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 06, 2022, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally the replacement implants were updated as 550cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 16, 2022, mentor became aware that incorrect information was inadvertently submitted in the follow-up. The device was previously reported as received, however, the device was not received and no evaluation or analysis could be performed. Manufacturer¿s reference number: (B)(4) in the second follow-up, the h9 is device returned to manufacturer?, h9. Date device returned to manufacturer, and h9. Device available for evaluation? Should have not been updated to indicted that a device was received and available for evaluation. Additionally, h6 type of investigation, h6 investigation findings, and h6 investigation conclusions, should not have been updated and should have remained as b17 (device not returned), c20 (no findings available), and d12 (known inherent risk of device), respectively.